Event description:
It was reported that prior to a percutaneous endovascular aortic repair (pevar) procedure, pre-close placement of the sutures was attempted in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the proglide device. The arteriotomy was 9f in both access sites. Reportedly, a cuff miss occurred in both the rcfa and lcfa with the first attempted suture placement. The sutures of two additional proglide devices were successfully pre-placed in the rcfa and lcfa. The sheath was upsized to 18f for the pevar procedure in both access sites. When the pevar procedure was completed, the successfully pre-placed sutures in the rcfa and lcfa achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indicating of a product deficiency. The other proglide device referenced, is filed under a separate medwatch MFR number.